Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose was 43 mg/dl. Customer had treated their blood glucose with food. It was found the customer was off insulin pump therapy for six months after having a heart attack. Troubleshooting found the customer's insulin pump was functional. Customer was also assisted with priming their tubing and connecting to their insulin pump. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.